Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the peeling of the operation wire coating occurred due to oxidation (rust) of the operation wire. The cause of the oxidation of the operating wire could not be determined. The event can be prevented by following the instructions for use which state: before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. Do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rotatable clip fixing device exhibited the coating on the operating wire had peeled off. There were no reports of patient involvement.